Manufacturer narrative:
Zyno medical believes that the event was reported to the FDA by the user facility in error, because the reported device b2-70070 does not contain the component (injection port) reported as defective. The injection port may be from a needle set that was directly connected to the patient's vein, but zyno medical does not provide such product. Zyno medical was not aware of this event, as there was no such report to us from any sources other than the (B)(6) 2017 letter from the FDA. Because the tubing set was discarded by the rn at the user facility and zyno medical does not have the information about the user facility, zyno medical is unable to follow up for any further investigation.

Event description:
Zyno medical received a letter from FDA regarding a medwatch voluntary report (mw5072678) submitted on 10/11/2017. The user reported that "I received report from (8)(6) at patient's dialysis unit that after starting the idpn the injection port on the zyno tubing administration set came loose and began shooting out blood at which point the pump was promptly stopped. The injection port was never used or accessed. They then opened a different package and it was missing the luer lock connector at the end of the tubing, it was just an open tube. They opened a third package and it worked to administer idpn. Zyno medical set (8)(4). Lot 17035394, exp 03/04/2020. Tubing set was discarded by the rn at the unit."